Manufacturer narrative:
D9: product return date. Follow-up report submitted to document quality investigation results.

Event description:
No new information.

Event description:
It was reported that the device was overheating during testing. No patient involvement, delay, medical intervention, or adverse consequences were reported.